Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plunger came out while trying to fill the reservoir. Customer reported that he used to have blood glucose levels from 300 to 400 mg/dl but is not down to around 100 mg/dl. The reservoir was not replaced or returned for analysis.